Event description:
It was reported that a pt went through an unusually long atrial fibrillation ablation case. The pt may have received a significant radiation dose (dose was greater than 12 gray). There has been no system investigation communicated or confirmed during the technical investigation by siemens and the hospital's technician.

Manufacturer narrative:
The investigation does not indicate a malfunction or deterioration in the characteristics or performance of the device. It has been confirmed through log file assessment of (B)(4) 2012, that the reported pt was treated, and that no failure or malfunction occurred. There are no indications with regards to technical problems resulting, or potentially resulting in dose problems. There is an indication from the exam protocol and also from the logs, that the reported pt received 68 acquisitions (plane a & b) and 50 minutes of fluoro with a total of 29,737 images and a dose of 12.3 gy involved. That entire dose was applied without a failure or malfunction of the system. The total dose applied was under the control and supervision of the operator. The operator may recognize total dose applied at any moment during the procedure on the monitor.